Event description:
A customer reported that the rubber stopper from the cap of a sarstedt monovette specimen vial was pushed out during sample aspiration on the unicel dxh 800 coulter cellular analysis system which caused the contents to leak onto the instrument. The operator was wearing personal protective equipment at the time of the incident and there was no exposure to mucous membranes or open lesions.

Manufacturer narrative:
The spill was cleaned up using the laboratory standard procedure and protocols. The operator did not seek medical attention. Service was not dispatched for this event. A clear root cause can not be determined.